Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: h4. The device was returned to olympus for inspection, and the reportable event of burnt plastic distal end cover was not confirmed. Based on the results of the investigation, it was clarified that the plastic distal end cover was not burnt, therefore a probable cause and root cause was not determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a burnt plastic distal end cover. There was no patient involvement.